Event description:
Heat pack was activated and applied to the patient's shoulder. The heat pack began leaking on the patient and her gown. No redness or abrasions were noted on patient's skin. Skin was washed with soap and water. Gown and linen was changed. The heat pack contained magnesium sulfate and a plastic bag of water. The heat pack was activated per instructions to "squeeze the bag". This product has been in use at the hospital about 6 to 8 weeks. The leaking heat pack was discarded.device #1is this a laboratory device or laboratory test?no.